Manufacturer narrative:
Method the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient met with his doctor due to having pain at the lead site. Days later the patient was given levaquin because he was experiencing fluid drainage at the lead site. In turn, the patient went to the emergency room on (B)(6) 2013. Nothing out of the ordinary was found while the patient was hospitalized. On (B)(6) 2013, the patient's scs system was explanted and cultures were taken. The results came back (B)(6) and candida at the lead site. The patient is undergoing antibiotic therapy and infectious disease consultation at this time.